Event description:
A (B)(6) female pt was having a revision of an ankle arthrodesis when the instrumentation broke during insertion of the panta nail. The surgery was prolonged. There are a few threads that are left from the device that were sheared off, and are not on the end of the screw. They are stuck in the threaded portion or distal portion of the panta nail where the end cap would normally go.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.